Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that there was a lead failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that follow-up information was received from the field engineer stating that the failure was on the ventricular lead only. The atrial lead was removed as a consequence of the ventricular lead extraction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking.

Event description:
It was reported that there was a lead failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.